Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the unit's automatic coagulation activated without any user input. A new back up unit was used to start the procedure. There was no patient involvement.